Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6) 2009. According to the complainant, during preparation, the unit did not deliver output while in bipolar mode. The complainant tried several different probes, each unsuccessfully. Another endostat ii electrosurgical unit was brought in to complete the procedure. The complainant was later able to verify the functionality of the probes, indicating that the issue was with the unit. There was no further information regarding the patient or procedure available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).